Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution set was leaking from a hole in the tubing. The leak was discovered while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. The device arrived in a plastic bag and presented half of its packaging; the packaging open in half. A visual inspection of the device was performed which revealed all of the set¿s components were correctly assembled, however, there was a cut in the tube made with a scissor-type device. It was observed that the pouch containing the set was not opened in accordance with the instructions printed on the package. The reported condition was verified. The cause of the condition was use related; possibly due to a bad opening procedure of the packaging which involved the use of sharp object or scissors to open the pouch. The peel pouches are printed with the instructions and opening points of the packages in order to avoid damage to the set as the use of sharp objects to open the package may cause damage to the sets. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.